Manufacturer narrative:
(B)(4).please disregard all information that was reported in the initial MDR for report number 3004753838-2019-14302 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2019-10743.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.